Event description:
It was reported that during the implant procedure, the lead dislodged twice. Once the lead appeared properly placed, the pocket was closed. A check of the device revealed that the lead had dislodged again. The lead was replaced. It was noted that the patient had an enlarged atrium.